Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system¿s monitor was unable to display. However, there was no service provided from the philips as the quote was expired. Till date, no recurrence has been documented. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.